Manufacturer narrative:
Follow-up #1: date of submission 08/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings: the pump's black box showed evidence of post delivery motor power supply fault alarms. There was evidence of moisture behind the display lens. During investigation, the pump alarmed with each rewind attempt. The idle and sleep current draws were within specifications. The rewind and load current draws could not be pulled as a result of the alarm. There was evidence of moisture contamination throughout the internal components of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.